Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, violet an ICU nurse, called to report a gas loss alarm on a cardiosave during use. She stated the alarm had occurred 3 times over a 2-hour period. The patient had an elevated heart rate, was not intubated, and remained awake and alert. Violet reported she initially attempted to troubleshoot by changing the helium tank. She then attempted to perform an iab fill, however the key did not consistently engage and required multiple attempts despite holding the key for two seconds as instructed. Violet confirmed there was no blood or discolorations in the helium extender tubing and all connections secure. No harm or injury to the patient was reported. Due to the reported touch screen responsiveness issues, esp personnel recommended changing out the pump and sending the current pump to biomed for evaluation. Violet replaced the pump without issue, and no additional alarms were reported following the exchange.